Event description:
The customer initially called for assistance in priming the insulin pump because she was a new insulin pump user. The customer's blood glucose reading was 260 mg/dl at the beginning of the call. The customer stated that the insulin pump was squirting out insulin during the manual prime. The customer also stated that she was connected during the prime process prior to calling. Because the customer may have received a large amount of insulin, and her blood glucose levels were dropping, the paramedics were called as a precaution. Later found out on another call, that the customer did not infuse a large amount of insulin. The customer only filled the reservoir to 10 units. The customer was re-trained and continued using the insulin pump successfully.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.